Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter was used for pre-dilatation and during the second inflation, the balloon ruptured at 9 atm. The procedure was completed using another company's balloon catheter of the same size. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Balloon ruptures can be affected by numerous factors. The lesion was 90% stenosed, which may have contributed to the difficulties experienced, and if the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during inflation. Also, if the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy. However, since the voyager was not returned for analysis, a thorough eval could not be performed on the product and may have aided in determining a cause for the balloon rupture. Based on the info rec'd and without the product to examine, a definitive cause for the balloon rupture cannot be determined.